Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the insulation resistance value at the distal end did not meet the standard value due to a chip on the distal end, there was no electrical continuity due to corrosion on the distal end, the bending section cover adhesive was chipped, the protector of the universal cord on the control section side was cut, the scope connector was deformed and sticky due to water leakage, the scope cover unit was sticky due to water leakage, the light guide bundle had breakage, and the connecting tube was dented. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis lucera elite bronchovideoscope was compromised. The issue was found when preparing the scope for use. The procedure was completed using the scope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and there was no image due to damage on the charged coupled device (ccd) unit. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to water intrusion that caused the electrical circuit board on the connector side to be broken. The cause of water intrusion is likely one or more of the following: 1. The subject device was immersed in water while the eto (ethylene oxide) cap was attached. 2. Some load was accidentally applied underwater such as opening the venting connector while handling the device in the reprocessing process which includes precleaning. 3. Running water with high pressure directly hit the check valve section of the venting connector. 4. There is also a possibility that the leak test air tube which was used with a reprocessor was broken or insufficiently connected, or the packing of the reprocessor or the leak test air tube was broken, which may have caused water to intrude in the tube. Then, water may have intruded in the connector during the leakage test. However, a definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection -section 3.8 -inspection of the endoscopic system. ¦ inspection of the endoscopic image 1 observe the palm of your hand using the wli (white light imaging) and nbi (narrow band imaging) endoscopic images (except bf-mp290f). 2 confirm that light is output from the endoscope¿s distal end. 3 adjust the brightness level as appropriate. 4 confirm that the wli and nbi endoscopic images (except bf-mp290f) are free from noise, blur, fog, or other irregularities." Olympus will continue to monitor field performance for this device.